Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned, or pictures provided of the stem; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Legal documents were received containing excepts from the patient's medical records and were reviewed by a healthcare professional. Reported event was confirmed by review of medical records. Possible contributing factors are that: the surgeon notes that the fracture may have occurred during broaching. The patient is reported as having a fall six weeks post surgery due to tripping in her boat. The patient has a small femur size which may increase the risk of a fracture. The patient has history of excessive alcohol consumption. Based on current available data the exact cause of the broaching fracture cannot be determined. However, current data suggests that the fracture of the greater trochanter occurred while broaching the femur to place the hip stem. Patient related factors, such as her bone quality/quantity, alcohol consumption and the small femur and a fall also can have played a role. There is no data to suggest that the greater trochanter fracture is caused by the removal of the incorrectly sized ceramic head. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent additional surgery three days post initial left total hip arthroplasty due to a nondisplaced greater trochanteric fracture. Two cerclage wires were placed, and no further complications were reported. Postoperatively, the patient sustained falls and experienced ongoing instability. By eleven months postop, x-rays showed that the fracture had not healed back completely to the native bone resulting in chronic pain and difficulty ambulating. During the initial surgery, the final implant femoral head did not fit properly compared to the trial. It was identified that box labeled the head a different size than the implant that was in it and used. A correct size head was obtained and implanted in the patient. Previously reported under MFR report number: 3002806535 -2020 -00105. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ 650-1159, delta cer fem hd 28/-3mm t1, lot# 2019091307. 650-1159, delta cer fem hd 28/-3mm t1, lot# 2018101991. 650-0790, biolox delta lnr 28mm 46-48mm, lot# 2019091204. 123746ha, exc abt std shell ha/pc 046mm, lot# 6605054 . G2 ¿ foreign ¿ great britain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.